Event description:
Device returned for non-specified repair. No patient impact reported. Repair escalated to complaint on review of the documents included with the return at decontamination indicating that a "drill bit was broken off during procedure." No additonal information was available on follow-up.

Manufacturer narrative:
Report confirmed based on report. The tool that was referenced on the documentation was not returned. Evaluation of the af02 determined that footed portion was damaged by tool contact. The damage is only cosmetic in nature as the toot is capable of protecting the tool from contacting the dura. It was also noted that the foot and leg were bent. No additional information was available on follow-up. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." It also contains the warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.